Manufacturer narrative:
Philips received a complaint on the tempus pro stating the device's touchscreen calibration is off. The bench technician power cycled the device 20 times, ran it for a 24 hour period and tested again with no observations. The bench technician was unable to confirm the complaint. A new screen protector was installed as a preventive measure. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The technician confirmed that the device functions and is working correctly. The investigation concludes that no further action is required at this time.

Event description:
It has been reported to philips that tempus pro screen is off calibration. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.